Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing. Surgical intervention was performed, and the rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.